Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke during final tightening. The broken piece was retrieved from the patient. Surgery was completed with no reported complications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that the t27 tip is not broken as described in the event. The t27 tip is twisted in the setscrew tightening direction. The twist of the t27 tip is consistent with overloading applied to the instrument during the tightening of the setscrews. This may happen when this instrument is used to re-tighten the setscrew after the break-off of the setscrew as described in the event (device used to perform final tightening). Re-tighten the setscrew after the break-off is not necessary and recommended according to the instruction for use of the setscrew. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.